Manufacturer narrative:
(B)(4). Date sent: 8/17/2021. H2: device evaluation -investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the cb12lt device was received with the seal torn. A leak test was not performed due to the conditions of the returned device. It also could not be determined what may have caused this condition. It should be noted that product failure is multifactorial. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: when the seal is closed, avoid sharp instrument contact, such as scissors, scalpel, needles, etc. With the elastomeric membranes, as a puncture or tearing may occur." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4). Date sent: 8/9/2021 d4: batch # v9449n. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the cb12lt device was received with the seal torn, however, it could not be determined what may have caused this condition and it should be noted that product failure can be multifactorial. Please refer to the instructions for use for guidance regarding proper device use. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is (B)(6). Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the seal ripped out of the sleeve. Replaced trocar and procedure was successfully completed. There was no patient consequence.